Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter continued to power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began approximately 4 weeks ago prior to contacting lfs. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 4 days after the product issue, the patient claimed she felt symptoms of frequent urination, dizziness and faint. About 3 weeks prior to contacting lfs, the patient claimed emergency medical services (ems) was contacted and administered the patient "oral medication for heart attacks." The patient did not specify results obtained from the ems meter; however, stated the result was "ok, but high." At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca educated the patient on meter behavior and the automatic shutoff feature to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.